Event description:
It was reported that an elective replacement indicator (eri) condition was missed. An end of service (eos) occurred (B)(6) 2014. A pump replacement will be scheduled. The patient had been without intrathecal baclofen (itb) therapy for about a month. It was noted that the patient is older and has some cognitive issues so the health care provider (hcp) would start conservatively on oral baclofen dosing. Additional information received reported that the patient experienced increased tone. It was noted that the patient did not go into withdrawal. It was also reported that the eri was normal. The patient recovered without permanent impairment.

Manufacturer narrative:
Product ID: 8840, serial# unknown, product type: programmer. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8711, lot# n120343001, implanted: (B)(6) 2007, product type: catheter. (B)(4).